Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the dilator is too soft and easily transforms during patient use.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 03/11/2020, was sent in error.